Event description:
It was reported that, "in 2007, the pt underwent right hip surgery. It was further reported that, "shortly after the surgery, the pt experienced increased pain, dislocations, redness, inflammation and drainage in the right hip." It was further reported that, "pt developed a continuous infection caused by the hip prostheses, and acetabular loosening, both of which will require a revision surgery."

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.